Event description:
Account states confidential occurrence report was filed on 6/02 and states bubble humidifier not operating at 5 pm. Patient's spo2 was low. Removed bubble humidifier, patient's spo2 increased. Customer stated that patient experienced respiratory distress.